Manufacturer narrative:
The customer reported that the central nurse's station (cns) was giving communication loss on multiple bedsides. He checked the switches and cabling and called back stating the issue was still occurring. Nihon kohden's technical support advised the customer's it tech to restart the central nurse's station (cns) and check for a duplicate ip address, which may be the cause of this issue. The customer decided to send the device in for evaluation and testing. While at nihon kohden, the software version was upgraded to ver-02-40 on the device. The device was tested per the operator/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. The customer later called back stating that the repaired device arrived with the incorrect ip address configuration. The sub net was set to 255.255.255.0 in a 10., when it needed to be set to 255.0.0.0. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was giving communication loss on multiple bedsides.